Manufacturer narrative:
Product ID 3888-45, lot# v348105, implanted: 2009 (B)(6); product type lead product ID 3888-45, lot# v348885, implanted: 2009 (B)(6); product type lead product ID 3888-45, lot# v348885, implanted: 2009 (B)(6); product type lead product ID 37712, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator product ID 3708220, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 377775, lot# j0555054v, implanted: 2005 (B)(6); product type lead product ID 377775, lot# j0555054v, implanted: 2005 (B)(6); product type lead product ID 37712, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) died about 3 months ago. It was noted that the patient stated that they believed the ins was at end-of-service (eos). It was noted that the patient did not want to follow up with the health care professional (hcp) regarding it, the patient just wanted ¿to let it go.¿

Manufacturer narrative:
Supplemental submitted for additional information received and for the removal of conclusion code 54 as it no longer applies to the event.

Event description:
Additional information received from the patient's spouse reported that their device was removed in 2014. It was removed because it was dead and they could not afford to have it replaced. They noted it was due to normal wear and tear. Indications for use are as follows: 178 multiple back operations